Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Prior to the procedure, the patient did not program their ipg into surgery mode. In turn, their ipg was deemed inoperable following the procedure. The patient's ipg was restored via further troubleshooting.